Manufacturer narrative:
The field service engineer found an issue with the sample probe and the ise sipper cap was not assembled correctly. The complained sample contained fibrin. The probe was replaced and adjusted. The ise sipper cap was assembled correctly. Calibration and controls were run and these passed. Precision studies were performed and were within specifications. The reporter did not use rack adapters required for 13 mm. Diameter tubes. The centrifugation time of the sample was too short. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a k value of 5.58 mmol/l, repeating as 5.05 mmol/l.